Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for d-dimer on a cobas 6000 c (501) module compared to the stago method. The initial result from the c501 module was 2.56 ug/ml. The repeat result by the stago method was > 4.0 ug/ml. The questionable result was not reported outside of the laboratory. The d-dimer reagent lot number was 52868701 with an expiration date of 31-mar-2022.

Manufacturer narrative:
Calibration failures were observed in the calibration trace data. High and low qc results were observed in the qc data. Abnormal sample probe movement and abnormal probe sucking alarms were observed in the alarm trace data. The field service representative (fsr) performed precision testing. The results were out of specification and suggest instrument pipetting issues. The investigation is ongoing.

Manufacturer narrative:
No further information was provided by the customer. The specific cause of the event could not be determined. The investigation determined the event was consistent with instrument maintenance issues.